Manufacturer narrative:
(B)(4). Additional information: the device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. It is likely that the activation issues where caused when misaligned jaw shorted with the electrode. This was not seen during testing because the jaw was damaged. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that at the end of a laparoscopic anterior resection procedure, the device was placed on bowel fat to clear the bowel from this fat. It got stuck on the tissue; jaws seemed to be misaligned ( like a scissors ). With a little move, it got loose from the tissue. Activation button couldn¿t be depressed any more, so ligasure 5mm was opened to complete the dissection. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.